Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained in patient. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention. Dexcom has issued an rga for patient to return their device to be investigated.